Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 6. The technical service representative (tsr) assisted the home patient (hp). The hp stated that no bags came undone. The tsr explained the alarm and helped hp clear the alarm by cycling power. The hp will finish with manual bag. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No further information was provided.